Event description:
It was reported that during the lead implant procedure, low, out of range hv lead impedance was observed. Insulation anomaly was suspected. The lead was replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).